Event description:
Medtronic received information regarding a navigation system being used during a cranial electromagnetic (em) resection procedure. It was reported that the site was unable to track any instruments with the flat emitter. Site swapped to the side emitter for the remainder of the procedure. When on site, the manufacturer representative plugged the flat emitter into the system and did not receive any localizer error messages. The manufacturer representative was able to track a navigation pointer without issue and tracked the probe through the expected tracking volume. There was no surgical delay and there was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.